Event description:
On (B)(6) 2019 patient foley catheter 16 french ordered for removal after surgery that day (foley placed in surgery). Nurse attempted to remove but catheter had already fallen out due to the balloon being deflated but was still secured to the leg with the leg clip. Patient states he did not pull out catheter. On (B)(6) /2019 a different patient started complaining of feeling full and had to go to the bathroom. Patient had a foley catheter which his nurse evaluated and found catheter out of patient but still secured to patient's leg with catheter clip. This catheter was placed on 4 north-med-surg unit the night prior and the nurse states she did inflate the balloon for the catheter. This patient also denied pulling out catheter. The second catheter was collected and tested by nurse with an addition 10ml syringe of air and placed in the patient¿s shower. The following morning the nurse reviewed the same catheter and found the balloon mostly deflated. The nurse concluded that the catheter may have leak or could be malfunctioning in a different way and made the house supervisor aware of her findings. Brand is bard 16 french foley catheter kit. Used pulled foley catheter relinquished to sterile processing.